Event description:
It is reported that the screw was attempted to be implanted, however the 'self-tapping' capability of the screw did not take and the screw did not function as it was meant to. This screw was then discarded as being faulty and another screw of the same size was opened. This screw displayed the same issue. A longer screw was then opened and worked as required.

Manufacturer narrative:
This report will be amended when our investigation is complete.